Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a product identified during an event. It was reported that after the case that one head had popped off of the shank. Product explant completed on (B)(6) 2025. No patient symptoms or complications associated with this event. No further complications were reported/anticipated. Additional information was received from the rep that, the head popped off the shank after being attached and after the rod had been final tightened into the head with the set screw. They were a contributing factor but not the main reason for revision surgery. Main reason was because several of the old nu vasive set screws popped off the screws post op.